Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 528 mg/dl. Reportedly, the customer attempted to initiate a bolus delivery, however did not complete the steps prior to exiting request screen. Customer address their bg with a manual injection. Customer was educated by tandem technical support and acknowledged the pump was functioning as intended.